Event description:
A consumer reports experiencing decreased contrast, ghosting and shadowing of edges following bilateral intraocular lens (iol) implant surgery. She also reports difficulty reading black print on clear ampules of medication, but states that glasses do help. The consumer underwent bilateral yag laser procedures following implant surgeries. The surgeon does not feel these reports are lens related. There are two medical device reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 7/17/2008, 7/18/2008 and 7/24/2008 by phone, fax and mail. Add'l info was received 7/17/2008, and 7/18/2008 by phone. A completed questionnaire was received.